Event description:
Information was received that this smiths medical cadd solis vip pump was not detecting the cassette. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
Additional information received by smiths medical on (B)(6) 2019 that the event did not occurred while in use with patient. Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with lens cracked and scratched. Event history log review was performed and found evidence of reported problem. The customer's reported problem was verified. During investigation the downstream occlusion sensor was found unresponsive. Service replaced the downstream occlusion sensor which fixed the issue. The problem source of the report problem is unknown.